Event description:
It was reported that the patient had diaphragmatic stimulation from the left ventricular (lv) lead. It was noted that the diaphragmatic stimulation could not be programmed around and the patient's anatomy did not allow for any other optimal placement. The lv lead was capped and replaced with epicardial leads. No patient further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.